Event description:
During a general hardware removal procedure on (B)(6) 2013, the tips of the cruciform screwdriver blades were twisted during screw removal and the tip of the flat head screwdriver broke. The tip was retrieved and discarded by the account. It was noted during the procedure that none of the removed hardware was broken. Reportedly the patient is fine with no complications as a result of the screwdriver blades. The procedure was prolonged by 30 min. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation showed the material of the screwdriver blade was confirmed to be correct. The part conformed to all dimensional specifications at the time of manufacturing. The diameter of the part was confirmed to be within specifications. Per the supplier¿s certificate of compliance, the heat treat values meet required specifications. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position. For code 3317 it was previously reported on the initial medwatch. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records for supplier lot # 010524, synthes lot #5692339, revealed the 0.5 mm slotted screwdriver was manufactured by s.s. White medical products. (B)(4), for 9 parts, was inspected to the synthes incoming final inspection sheet number ns013265 revision ¿a¿ on 25-jan-2008. The product conformed to all requirements. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis one (1) pc. Of the 0.5mm slotted screwdriver blade was received with the distal tip partially broken off (>50%)of what would be the leading edge of the blade during a screw extraction relative to a clockwise bend of the remaining blade tip of approximately 10deg when viewed from the proximal end. This condition suggests that the breaking and bent condition blade occurred when counterclockwise force was applied to the instrument. Counterclockwise force application is consistent with removal or explantation of the mandibular screws and excessive force was applied to the cruciform tip causing the distortion/twisting result. The blade was used to explant screws that were likely secured by osseointegration creating a need for excessive force. This condition has likely caused the driver tip to be over torqued causing the evident distortion/twisting and breakage of the slotted blade.